Event description:
It was reported that this right ventricular lead exhibited high thresholds (4.5 v at 1.0 ms). The pace impedance and shock impedance were stable at 1,641 ohms and 46 ohms respectively. It was decided to cap the pace/sense portion of this lead. A new rv lead was implanted for pace/sense functionality. The ICD was also electively replaced at the same time. No additional adverse patient effects were reported.